Manufacturer narrative:
(B)(4). Suture sleeve impression mark was found at 28.5cm from the distal tip. Compressed and fractured outer coil was found at 24.5 cm from the distal tip consistent with clacivular crush damage. This is consistent with the observation from the field of noise.

Event description:
It was reported that the device exhibited noise episodes on the atrial channel. The lead was explanted and replaced. The patient was in a good condition after the procedure.